Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the bad coordinator that the pt experienced speed drops as low as 7190 rpms. The pt's heart rate had been in the 120's but had good ejection. His central venous pressure (cvp) was 6, and hypertension. An echo was performed and noted that the left ventricle was distended. The pt was aggressively diuresed. The pt's pump speed was increased. A few days later, it was reported that the pt was doing well. A few weeks later the pt was discharged to home and is doing well. The pt continued to have some issues with dizziness but is off of diuretics.